Event description:
Event description guidant received information from a patient with this implantable cardioverter defibrillator (ICD) was emitting beeping tones. Guidant received subsequent information that the device was explanted. A new guidant implantable cardioverter defibrillator (ICD) was implanted. The explanted device was returned to guidant. There is no allegation against the explanted device.